Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2022, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Additional information: date of original publication was used as date of event. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Edema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Edema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).